Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to the over use of an implant. When the patient tried inflating the ipp, the tubing was pulled down and the pump felt empty. Fluid leaks and holes in the ipp were found upon explanting the device. No patient complications were reported.